Manufacturer narrative:
The patient remains ongoing on the lvas and no related complaints have been reported at this time. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The reference of the prescribed bactrim antibiotic was reported under medwatch MFR report #2916596-2017-02448. The heartmate 3 lvas was implanted during (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in (B)(6). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 53 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was readmitted to the hospital on (B)(6) 2017. Bactrim antibiotic was stopped due to gastric side effects of nausea, vomiting and diarrhea. Cultures remained negative. On (B)(6) 2017 the patient was discharged home on doxycycline 100 mg twice per day.